Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. A ventricular high rate episode was observed on (B)(6) 2016 with onset data that shows as-vp (atrial sense-ventricular pace) at the upper tracking rate of 120 beats per minute before ventricular sense rate temporarily accelerated to approximately 195 beats per minute.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and high thresholds with loss of capture noted, resulting in pacemaker-mediated tachycardia. The lead was reprogrammed to unipolar and thresholds and impedance returned to normal. The lead and pacemaker remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.